Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no abnormality in flaps on the distal side and the proximal side. The tube near the proximal flap was deformed. It was reported that the subject model number was pbd-v631p-0809j but omsc thought that it was pbd-v631p-0807j from the investigation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, it was known that the event occurred due to the patients' internal environment such as constitution and/or symptoms. The instruction manual of the device has already warned as follows; *after implanting the stent, periodically evaluate both the patient and the stent to confirm that there are no irregularities, otherwise the stent may become clogged or damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, migrating, or falling off from the papilla. *the frequency rate for the stent dislocation is reported a 3.3% to 13.3%. Immediately remove the stent if dislocation is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was found that the stent was migrated into the bile duct. The subject device was retrieved after endoscopic sphincterotomy. The doctor continued the intended procedure and it was completed by endoscopic naso-biliary drainage. There was no patient injury reported. This is the report regarding the migration of the stent.